Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two used samples were provided for investigation. Upon evaluation of the units, no visual defects were observed. The sample was leak tested with no leakage noted. The reported issue was not confirmed. All a review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Five retains from the reported lot number were tested and passed per specification. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: reason of complaint: blood seen to be oozing from the safsite valve after disconnection of heidelberg extension tubing. Cap placed on safsite valve to stop the back flow of blood.